Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. The icm was able to be reconnected. The patient condition was not known.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.